Event description:
Post total knee replacement procedure performed in 2006, the patient developed a total septic knee. The patient was placed on ancef and was scheduled for surgery the following month, to have the wound cleaned out.

Manufacturer narrative:
The device involved in this incident is not available for evaluation; therefore, our results and conclusion are based on the information that was given to I-flow by the initial reporter. It is noteworthy that the surgeon involved in this incident indicated that he suspects that the on-q infusion pump was related to the infection. According to the center for disease control, postoperative surgical site infection varies from surgeon to surgeon, hospital to hospital, procedure to procedure, and patient to patient. The attached clinical study performed on the on-q pain relief system found that the rate of infection with a continuous pump was equal to or less than the published rate. Our devices are manufactured as being sterile. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.